Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. The customer's reported no-power condition was confirmed with depleted returned batteries. The unit passed all functional testing when using known good batteries, indicating no device malfunction. Replacing the batteries and resetting the coulomb counter is recommended. Analysis for reports of this type has not identified an increase in trend.